Event description:
Boston scientific received information from a field representative that this programmer smelled like it was burning however, no smoke was detected. The programmer is expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. The unit was plugged in and started to smell like smoke. Further investigation revealed that the circuit board of the programmer was burned.